Manufacturer narrative:
Device power up properly after battery installation. No blank display or display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, battery out limit, failed battery test, a13, a17, a21 alarms or reset time/date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated unexpected restart alarm was reoccurred with new batteries. Customer stated the display was blank less than 30 seconds and then returned. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.